Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 6

Event description:
Reference number (B)(4) event occurred in the united states it was reported on (B)(6)2024 that the patient observed infusion set tubing hub was leaking. The infusion set was used for 24 hours. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.